Manufacturer narrative:
Narrative: no system malfunction was reported or determined to exist after troubleshooting and investigation. The site performed an evaluation of the dose administered to the pt (2.51 gy was delivered to the single location). This is greater than the recognized threshold level for deterministic effects, such as skin reddening and temporary hair loss. The dose prescribed by the site was significantly greater than ge healthcare and the site's default protocols. The ge healthcare provided protocol for this scan type results in a pt dose that is significantly lower than industry and FDA recognized threshold levels for possible deterministic effects. The site's default protocol for perfusion scanning was found to be in accordance with ge healthcare reference protocol recommendations for imaging and dose. According to the site, the technician manually increased the ma on the exam in order to enhance the image quality, although images on the site's unaltered default protocols are diagnostic. Ge healthcare analysis of the proposed scan parameters show that in order to achieve dose at the levels delivered, a significant increase to the kv outside of default system parameters must have also occurred. The site retrained their staff of technologists not to change the default protocols. Techniques and dose are incorporated in the site's new technologist training and annual evaluations. Ge healthcare product labeling specifically warns the operator with the following statement: "prolonged exposure to x-ray in one spot may cause reddening or radiation burns. User must be aware of the techniques used and exposure time to insure safe operation."

Event description:
During a review of a ny times newspaper article dated (b)() 2011 it was learned that a pt experienced localized hair loss after a brain perfusion scan.